Event description:
Hill-rom received a report from the a hill-rom tech stating the brakes were not locking (brakes not holding). The bed was located in a hill-rom svc ctr and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found during a between pt inspection of the bed that the left and right brakes would not lock and the bed still rolled when the brake was set. The tech replaced the left and right brake casters to resolve the issue. Based on this info, no further action is required.